Manufacturer narrative:
The hill-rom technician found the upper control board and coil cable were inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the upper control board and coil cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed hilo will self-run up after it has been lowered. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).